Event description:
I have constant pain and memory loss. My brain fog causes me to have pulled my car over and try to remember why I am in the car and where I am going. The pain in my breast makes it difficult to sleep. I have a difficult time remembering the basic names for objects and people. The pains started about a year after implantation and has gotten worse and has not gone away. My memory and braking fog started around the same time and has gotten significantly worse.